Event description:
It was reported by the rep the device was used during an open bowel procedure. It was reported the surgeon felt the staples were not forming correctly based on previous experience. Surgeon opened another pmw35 to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Tracking #.51048 ees #.982367/j d5; h4: info not available. Proximate proximate proximate plus md skin stapler: based upon inquiry rec'd, visual examination and functional test, one instrument was rec'd in good condition, it was cycled and fired 9 staples well formed in the foam test and 3 dry fired, no anomalies could be identified during testing. No conclusion could be reached as to how the reported event occurred.